Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The motor stall occurred approximately 2013, but the patient couldn¿t remember anymore. The date (B)(6) 2013 is considered an approximate date of event (specific year known only). The pump motor stalled when patient went through an airport scanner, and the stall continued for 2 months whilst the patient was on holiday. It was thought that the airport scanner caused the motor stall. The patient went into opioid withdrawal but was ok and was not hospitalized. When back in australia, the patient presented to a hospital, and the pump was interrogated and started again. It was indicated that apparently the motor stall was reported; the physician and clinician at the hospital were aware of the motor stall. The pump was later removed and had been sent back to medtronic. Refer also to MFR report # 3004209178-2016-13284 for subsequent event regarding premature end of service and pump replacement. The pump model number, pump serial number, and pump implant date were clarified.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving compounded baclofen and infumorph via an implantable pump. The drug concentrations and dose rates for both compounded baclofen and infumorph were unknown. The patient reported via eloqua that they had to change their pain specialist as their government hospital was removing all synchromed delivery pumps. The patient's current specialist was to retire in less than 24 months and the patient can¿t find anyone to service their pump or offer replacement if required, which left the patient in some distress. It was further reported that the patient had a synchromed in since b 1995, and in all this time have had one motor stall. The date of the motor stall is unknown / not provided. It was indicated that the patient was very happy with the flexibility the device offers and they didn't want to change back to oral narcotics. It was indicated that it seemed this was an australian government initiat ive to withdraw use of the pump as a delivery method. No surgical intervention occurred and no surgical intervention was planned. No replacement product was needed. The patient had spoken with a physician and the issue was resolved as of (B)(6) 2023. The patient was without injury regarding their status as of (B)(6) 2023. The patient's age was 73 years and 3 months. The patient's medical history was unknown or would not be made available.